Event description:
It was initially reported that the pt had surgery in which the generator was replaced due to end of svc. Several months after the generator replacement surgery occurred, additional info was received from the treating physician that revealed the pts' device is showing high lead impedance when tested. It was reported that the high lead impedance was noted during the generator replacement surgery, however, the surgeon opted not to perform a lead revision at that time. Attempts to obtain additional info from the physician have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.